Event description:
The user facility reported burns to wrists and forearms of three staff members from trying to withdraw the rack from the chamber of the sterilizer. The rack was fully loaded. The rack had loosened from the rails, and de-railed during transport. Staff members applied cold water to the affected areas. No other treatment was sought no procedures were delayed or cancelled. No property damage was reported.

Manufacturer narrative:
A steris service technician inspected the equipment, and found broken screws on the latch assembly, as well as misaligned chamber rails and setscrew tab. The unit was repaired, tested and returned to service.